Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 7, the cycler alarmed for air detected in the cassette. While troubleshooting the patient discontinued treatment. When he opened the cassette door, he found a fluid leak. The patient was advised to discontinue treatment with the cycler and to contact his pdrn. The patient completed treatment manually. The set was discarded. During follow up, the patient's pd nurse reported that his effluent was cultured and was negative for growth. His effluent had an elevate white blood cell count at 5,875 but this was attributed to constipation. He was asymptomatic for peritonitis. He was prescribed prophylactic antibiotics. No adverse event reported at this time.